Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion. Per reporter, they instructed the patient to check the tubing for any kinks in the line, a closed clamp or loose connectors, and the tubing was tangled so patient tried to untangle it. Per reporter, patient found one clamp was closed. The tubing was running on the outside. Then a message came up on the screen "preventative maintenance due". The pump screen went blank. The patient did not have any spare batteries and after pushing the power button, the pump turned on and went back to the downstream occlusion alarm. Patient had a very difficult time getting the battery door closed and as she was using her stump it began to bleed. Patient finally was able to and powered the pump off. Per reporter, the catheter was removed by the patient as they did not want to deal with the it any longer. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no device was returned. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the device is returned at a later date, complaint will be reopened and investigation will be completed.